Manufacturer narrative:
The reported incident is currently under investigation. Additional information from the reporting site is being requested through out local service representative. A supplemental report will be submitted upon completion of our investigation.

Event description:
The user facility reported: patient has an ICD-implantable cardiac defibrillator. During an or procedure, the ICD activated addressing a patient condition, and sent sc7000 patient monitor was observed to go blank for several minutes. There was no report of patient injury, as a result of this event. (B)(4).